Manufacturer narrative:
As of this filing, the device has not been returned to conmed for evaluation. Once received and evaluation complete, a supplemental report will be filed.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing a 6 inch flat blade was discovered with "insufficient heat seal." In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
This is a supplemental report filing due to the original device being returned for evaluation. The universal disposable electrode was returned for evaluation of "insufficient heat seal". Visual inspection by the packaging engineer confirmed a breach of sterility. Further inspection of the device determined the seal was breached due to creep by the device after the sealing process was completed during manufacturing. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A review of device history revealed 4 complaints involving 13 devices have been reported in the past two years. During this same two-year time frame, (B)(4) devices have been sold worldwide making the occurrence rate (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. To date there have been no reported long term adverse effects related to this issue, however, an investigation has been initiated to prevent further occurrences.